Manufacturer narrative:
Weight and ethnicity: information unknown/not provided. Date of event: unknown/not provided. Device evaluated by MFR: the device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to the patient experiencing a jiggling sensation in eye, blurry and double vision had started about 2 months prior to lens being explanted on (B)(6) 2020. It was observed that the lens had dislocated. A vitrectomy was required. The lens was discarded. A non-johnson & johnson lens was implanted as a replacement lens. There was no patient injury. The patient is doing good, the new lens is in good position, and the patient states vision has improved. No additional information was provided to johnson & johnson surgical vision.